Manufacturer narrative:
(B)(6). The information provided on this form was previously submitted under manufacturing report number: 0001825034 - 2017 - 05233. Customer has indicated that the product will not be returned as the location of the product is unknown at this time to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a procedure where a trauma plate was implanted. Subsequently, this plate fractured within weeks of implantation and the patient was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed device fractured due to torsional overload. Material analysis confirms the plate conforms to specifications. In addition to the plate, 7 screws were returned. These show scratches & deformations typically seen with screw insertion & removal. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the root cause of the event is patient non-compliance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a procedure to implant a clavicle trauma plate. Subsequently, this plate fractured and the patient was revised approximately seventeen (17) days post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product-screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, screw catalog#:unk lot#:unk, evaluation is in process. A supplemental report will be filed upon completion of the product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.